Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Reportedly, the system was scheduled to be removed in the future. As of this time the implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead were remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.